Event description:
MFR received a report from a user alleging that the seat pan on the front portion of the wheelchair caused the large pressure sore on the posterior aspect of the right leg just below the knee.